Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (600i) generated wash syringe motion errors. Customer reported that there was some precipitant around the valve. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the valve used with the hamilton syringe drives.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).